Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During preparation of the steerable guide catheter (sgc) device, when the stopcock was attached to the dilator's flush port, a crack was noted on the plastic at the proximal end of the dilator. The sgc was discarded and a new sgc was prepped for the procedure. During the procedure a mitraclip was able to be implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.